Manufacturer narrative:
The failed sample has not been returned to vygon for device evaluation as part of the complaint investigation therefore, the results of this investigation are still pending.

Event description:
Extremely premature patient of 900gr presents ruptured PICC in right lower limb.

Manufacturer narrative:
This complaint is not confirmed. (Classification according to sop 002) we received an opened blister with the faulty catheter. The catheter snapped at the 10 cm marking. The fracture plane showed striae, indicating a mechanical damage of the catheter tube, due to a sharp instrument e.g., scalpel, forceps. Furthermore, the fracture plane showed a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. So, in sum this is a combination of a mechanical damage and a high tensile load. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. A min value of 1.5 n is requested regarding the tensile force of the catheter tube. For the involved code 6g35961002, batch 8134409 had a mean of 7 n with a range between 6.45 n and 7.46 n and is therefore within the specification. Incoming goods inspections and two 100 % visual tests after packaging are conducted with no exceptions found. There is one further complaint for batch 211221gl for another reason for complaint and nine further complaints regarding a snapped catheter on code 1261.20 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was taken by quality management as there is no evidence to suggest a manufacturing defect exists.

Event description:
Extremely premature patient of 900gr presents ruptured PICC in right lower limb.

Event description:
Extremely premature patient of 900gr presents ruptured PICC in right lower limb.

Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion